Manufacturer narrative:
H6: investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported while using bd venflon¿ pro safety the tubing was bent during use and flow issues arose. This occurred 10 times. There was no report of patient impact. The following information was provided by the initial reporter: they have several times experienced that the pink vps are bent and the contrast therefore cannot flow correctly. They could not get any contrast into the patient.

Event description:
It was reported while using bd venflon¿ pro safety the tubing was bent during use and flow issues arose. This occurred 10 times. There was no report of patient impact. The following information was provided by the initial reporter: they have several times experienced that the pink vps are bent and the contrast therefore cannot flow correctly. They could not get any contrast into the patient.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.